Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (xebp) (ref. (B)(4)) lot 2196370 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of bd max¿ extended enteric bacterial panel lot 2196370 kit indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about one sample which initially tested campy and vibrio positive (run 1383 / lane a9) but was vibrio negative and campy positive upon repeat test (run 1385 / lane b9) with the bd max¿ xebp from lot 2196370. Customer provided the database from the instrument ct1563 for investigation. Both runs 1383 and 1385 was extracted and manual pcr curve adjudication was performed. Analysis of pcr curve of the discrepant sample shows an atypical curve which led to positive vibrio result in run 1383 lane a9. It is unlikely that this atypical curve is the result of true amplification and a punctual issue from an unknown origin is suspected. Moreover, flat curves with no amplification nor any anomaly was observed in the repeat test. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for aberrant curves is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 2196370. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10

Event description:
It was reported that while using the kit bd max ext enteric bacterial panel that there were discrepant results. The following information was provided by the initial reporter: customer problem: customer reported that 1st run results vibrio was positive and negative for second run.

Manufacturer narrative:
Common device name: gastrointestinal pathogen panel muliplex necleic acid-based assay system a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit bd max ext enteric bacterial panel that there were discrepant results. The following information was provided by the initial reporter: customer problem: customer reported that 1st run results vibrio was positive and negative for second run.